Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis, with a blood glucose reading of 700 mg/dl and vomiting. Troubleshooting was performed, and the insulin pump was programmed correctly except for the time, which was slightly off. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. The daily totals were not adding up correctly with the bolus and basal rate deliveries, but the insulin pump may have been put in suspend mode during some days. The customer was not comfortable with the insulin pump, and asked to have it replaced. Nothing further was reported.